Manufacturer narrative:
The product was received for evaluation. Additional information was received reporting the affected eye was the right eye, patient date of birth is oct 22, 1948 (74 years old), patient gender is male, and the date of event was reported as may 23, 2023. The surgeon (initial reporter) was james c. Loden, m.d.. Additional information: section a2: age: 74 year(s). Section a2: date of birth: (B)(6) 1948. Section a3: gender: male. Section b2: date of event: may 23, 2023. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 29, 2023. Section e1: reporter name and address: title (e.g., mr., ms.): dr. Section e1: reporter name and address: first/given name: (B)(6). Section e2: health professional? Yes. Section e3: occupation: physician. Section h3: evaluated by manufacturer: yes. Correction: based on the additional information received, the date of event on should be may 23, 2023, however on the initial MDR it was reported as may 25, 2023. Additionally, the initial reporter should be should be (B)(6), however on the initial MDR it was reported as heather blake. Therefore this supplemental MDR is being submitted to capture this corrected/additional information. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully retracted. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, a scratch near the spare tire could be identified on the lens. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received that reported that the intraocular lens (iol) was fully inserted and then removed and replaced during the same procedure on (B)(6) 2023. The issue was not due to use error, the preloaded lens came out with a scratch on it. The procedure was completed successfully with another johnson and johnson iol (same model and diopter). There was no patient injury. No additional medical or surgical intervention was required. Johnson and johnson brand balanced salt solution (bss) or ophthalmic viscosurgical device (ovd) was used as lubrication, however it is unknown which was actually used. No further information was provided. Upon further review of the initial MDR, it was noticed that the initial reporter was selected as a non-healthcare professional, however, the initial reporter is a nurse. Therefore this supplemental MDR is capturing this corrected information. Additionally, based on the additional information received, section h6: health effect - impact code 4627 is being changed to 4631, as the reporter confirmed that the device was removed and replaced in the same procedure. The following sections have been updated accordingly: section e2: health professional?: yes; section e3: occupation: nurse; section h6: health effect - impact code: code 4631 was added to capture removal and replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was inserted and removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and removed during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was inserted and a scratch was on the lens, so it was explanted. No further information was provided.